Event description:
It was reported that the lift column movement, on the 8800 system, is sluggish and erratic in the down direction. There was no patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lift column power supply. The system was tested and found to be working as intended and placed back into service.